Event description:
A patient reported she was having a lot of issues, not all the patient's urine is draining out when the patient goes to the bathroom. The patient reported she was experiencing the same symptoms she had prior to the implant of interstim. The patient stated she thinks she has been adjusting setting, but is not sure if she had been doing correctly. The patient stated she had contacted the healthcare professional (hcp) about the issues. The patient reported they do not feel stimulation and the therapy is on. The patient increased from 2.7 to 3.4 and stated she was feeling stimulation in the correct area. The patient stated she is barely feeling a little bit of stimulation. The patient plans to keep stimulation at 3.4 and see if it helps. The patient stated she was going on a trip this weekend and just wanted a setting that will prevent her from having to stop every three or four minutes during the road trip. The patient also mentioned she has another "box" implanted for her seizures, which was not related to the device or therapy. The patient sated she had a surgery performed last month for her seizures which was not related to the device or therapy. The patient stated she had been "cut open three times already" (related to the seizures) and patient stated her body "can't win for losing." The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.